Event description:
Per the clinic, the patient experienced vestibular syndrome with nausea and vomiting for about 10 days post-operatively after discharge (specific date not reported). The patient was subsequently re-hospitalized for a duration of 4 days (specific date not reported) due to severity of the nausea that caused the patient unable to eat. The patient was also administered with oral antibiotics for 7 days (specific date not reported) as prophylactic measure. The implanted device remains.